Event description:
Report received of bolus delivery without pt request. The pump was received in the biomedical engineering department with an unsigned note that stated: "pump gave dose of med when pt did not push button." Customer biomed and risk management state the event could not be tracked to a pt, a user or a nursing unit without a signature. No incident report was written, no indication of any adverse pt effects. No add'l info available.

Manufacturer narrative:
Testing and investigation corfirmed the reported complaint. The patient pendant jack tested good, however, the cable has intermittent connections near the unit jack. Self delivery was observed when the cable was touched/flexed. No self delivery was seen when using a good pendant. Further investigation noted the white wire was loose at the solder connection on the plug end of the pendant. This would intermittently short to the black wire when the cable was flexed. This particular pendant was the old style and has been replaced with a new style cable utilizing a molded plug.